Event description:
Device malfunction: device #2 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, while pulling back the plunger, no sutures were attached. The device was removed and a second and third proglide device were attempted with the same results. Hemostasis was achieved with a fourth proglide device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1 proglide, part #12673-03, lot #68068-6h, will be filed under medwatch MFR #2953144-2008-01809. Device #3 proglide, lot #68068-6h, will be filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.